Event description:
Pre-operative diagnosis: severe cervical spinal stenosis with signs of myelopathy level(s) operated c3-c6, level(s) instrumented c3-c6; set screws were used to lock rods into mountaineer favored angle screws and tall inner screws were inserted into the crosslink using the torque limiting handle. The surgeon placed cross connectors over the inner screws and then tried to place the locking nut over the link with a torque limiting nut driver. As he was tightening, a pop was heard and the surgeon stated that the screw broke. He took out the instrumentation and replaced the screw. This was done several times with the same result. It was reported that either the mountaineer h/h cross connector inner screw broke or the threads on the pedicle screw broke. Threads of cross connector inner screws were reported to be torn and missing and threads of favored angle screw tulip heads (ie. Screw heads) were torn. The difficulty resulted in a ninety minute delay to the procedure. Eight mfg. Medwatch reports are being filed for the mountaineer favored angle screws and cross connector inner screws that were involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device manufacture date: mar-13-2014, apr-11-2014, apr-22-2014, apr-29-2014. The returned inner screw featured damage to the threads. This damage starts at one end of the screw and consists of a stripped-off portion of thread that stretches for one third of that rotation of the thread. This damage is mirrored in the next several rotations of the thread, leaving one third of the thread broken off on the same subsequent vertical locations on the screw. Based on the type of damage, the location of the damage, and consistency of the damage, it is believed that the inner screw was inadvertently cross-threaded during insertion. Review of the device history record found no discrepancies. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. Although the root cause cannot be positively determined, a potential root cause is the inner screw becoming inadvertently cross-threaded during insertion. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.